Event description:
It was reported that patient presented in the operating room for a scheduled procedure. During the procedure, it was noted that the helix could not be extended. The lead was replaced. The patient was stable.

Manufacturer narrative:
A partial lead was returned for analysis measuring 51 cm. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.